Event description:
A 26 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm diameter was reported to be 5.5 cm. The iliac vessels were reported to be friable with abnormal adventitial integrity. The pt was brought to operating room and prepped and draped and draped in the usual sterile fashion. The common femoral arteries were isolated bilaterally. There was some difficulty in obtaining control of the left common femoral artery, which resulted in significant blood loss; however, control was eventually obtained. The renal arteries were identified, and the bifurcated stent graft was inserted into the right side with the aid of a 22 french sheath. The stent graft was successfully deployed immediately below the renal arteries. The contralateral leg was cannulated. Intravascular ultrasound demonstrated that the wire was in the contralateral gate with good apposition of the device to the aortic wall and its position below the renal arteries. The iliac limb was inserted into the left side with the aid of a 16 french sheath. The stent graft was deployed without difficulty. The physician was concerned that there was not good apposition; therefore, a 20 mm diameter x 3.75 cm length aortic cuff was deployed above the hypogastric artery as an extension to cover the aneurysmal segment of the right iliac artery. Balloon angioplasty was performed. Completion angiography demonstrated a pt stent graft and exclusion of the aneurysm. On the evening of the procedure; the pt complained of abdominal discomfort and emesis with small amounts of blood. A computerized tomography scan demonstreated no rupture of the aneurysm and the stent graft was reported to be in good condition. The next day, the pt had progressive abdominal discomfort with elevated lactate and white blood cell counts and acute renal failure. The pt was emergently transferred to another hospital. It was reported that the pt had a colon resection performed one day post-operatively, and that the pt died the next month. It was reported that the device was not explanted.